Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was oversensing noise which led to pacing inhibition accompanying with greater than two seconds of asystole. The physician believes the rv lead to be damaged. The patient was pacemaker dependent so surgical intervention was performed and the rv lead was surgically abandoned and replaced. No adverse patient effects were reported.